Event description:
Patient was revised to address heavy poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint and this medwatch, 1818910-2013-31659, are being rejected. Upon further review of complaint it was found that the product was a competitor's product. Depuy still considers the investigation closed.